Event description:
During a procedure using a habib 4x probe, the cap of the shorter device broke after several applications. This left the needles unparalleled and loose. A second device was used for completion of the procedure. There was no reported patient harm.

Manufacturer narrative:
No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. The complaint could not be confirmed and the cause of the complaint could not be determined. A photograph of the device was submitted by the user but a review of the photograph was inconclusive. Awareness training for the operators on the assembly procedure was performed by manufacturing engineering. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).